Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system all users were unable to login to all 3 stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login to all 3 stations. A technical support specialist verified login works, domain format is correct, and ad (active directory) group "pyxis" is valid. Ids logs showed invalid credentials. Password reset didn¿t resolve issue. Logs indicated group mismatch. Group found in ad, but user still not authenticated. Password reset didn¿t resolve issue. The tss logged into pes and reviewed user domains. For domain cchd1, the controller was outdated (fch-dc-00). Disabled the active option and saved the changes. Re-enabled the active option and saved again, which updated the controller ID to cchd-dc02. Finally, restarted the ad synchronization service to apply the changes. The tss confirmed that there was no reported reoccurrence of 'unable to authenticate' issue. The system functioned as intended after the technical support specialist troubleshot the device.